Event description:
It was reported that a 0.025" findrwire perforated the left atrial appendage, resulting in bleeding. Pericardiocentesis was performed while the physician attempted to advance a lariat suture delivery device over the laa. The physician was unable to successfully complete the ligation and the patient was sent to surgery where a successful surgical ligation of the laa was performed. The patient recovered and was discharged normally.

Manufacturer narrative:
Additional information was provided by the sentreheart representative who attended the case. The patient anatomy required additional manipulation of the lariat while trying to capture the laa for ligation. Following successful placement of the findrwirz in the laa, several attempts were made to capture the laa with the lariat suture delivery device. The findrwirz most likely perforated the laa at some point during this additional manipulation. Pericardiocentesis was performed and the patient remained stable. After some time, the physician decided to send the patient to surgery where a successful surgical ligation of the laa was performed. The patient then recovered normally with no further sequelae. Potential vessel damage is a known complication listed in the IFU. The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.